Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-18: extremely high glucose note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for e-5 and hi display. Father is calling on behalf of the customer. The expected fasting blood glucose test result range is 350-600mg/dl. The customer did report symptoms of nausea and vomiting. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. Paramedics were called and their meter read hi (above 600mg/dl). Customer was admitted to the hospital on (B)(6) 2020 and will be discharged on (B)(6) 2020. The product is stored according to specification in the bedroom. During the call, a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 09/30/2021 and open vial date is 07/15/2020. The meter memory was reviewed for previous test result history: (B)(6).